Manufacturer narrative:
(B)(4): the customer reported that the unit is powering up with a red x and there are charge/shock and pacer errors in the error log. There was no reported patient involvement. Philips evaluated the log and found that the device had experienced a malfunction that could prevent the delivery of defibrillation. The therapy pca was replaced to resolve the malfunction.

Event description:
The customer reported that the unit is powering up with a red x and there are charge/shock and pacer errors in the error log. There was no reported patient involvement.